Manufacturer narrative:
The afapro28 balloon catheter with lot number 15574 was returned and analyzed. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for four applications on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no system notices generated. No performance issues were identified. All pressure and flow were in range and temperature curve had no oscillation or overshoot. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 30 mm proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a kink inside of the balloon was observed during an inflation. The balloon catheter was replaced and there was a kink inside of the new balloon. The balloon catheter was replaced again which resolved the issue. A system notice was received indicating that the refrigerant delivery path was obstructed. The coaxial umbilical cable was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.